Manufacturer narrative:
Isi has received and evaluated the endowrist vessel sealer instrument involved with this event. Failure analysis could not confirm the customer reported complaint since the instrument was returned with a damaged/cut integrated cord. None of the functional tests were conducted due to the cut integrated cord. The instrument was found to have a dislodged snake wrist; however no pieces were missing. The known common cause of this failure is user-mishandling or misuse. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. According to the user manual of the endowrist vessel sealer instrument, the following precautions for intraoperative use are noted: warning: do not use this device on vessels in excess of 7 mm in diameter. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that at one point during the surgical procedure, the surgeon attempted to seal 18 consecutive times with the endowrist vessel sealer instrument, followed by a cut function. However, it is unknown if the 18 consecutive seal attempts are related to the alleged inadequate sealing event of the endowrist vessel sealer instrument. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon claimed that the endowrist vessel sealer instrument was not sealing adequately. The surgeon reportedly converted the da vinci-assisted surgical procedure to open surgery in order to control bleeding. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a recorded da vinci-assisted lower anterior resection procedure, the endowrist vessel sealer instrument was allegedly not sealing adequately which resulted in bleeding. While attempting to control the bleeding, there was loss of pneumoperitoneum which led to conversion of the robotic procedure to an open traditional surgical procedure. On 12/07/2016, intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) and obtained the following information regarding the reported event: the csr stated she was not present during the initial part of the procedure; however, she was present when the reported event occurred. The surgeon used the endowrist vessel sealer instrument which sealed without any issues up until the reported event occurred. While the surgeon was attempting to seal the inferior mesenteric artery (ima) vessel, the surgeon alleged that the endowrist vessel sealer instrument was not sealing adequately. The surgeon was able to seal with the endowrist vessel sealer instrument a couple of times. However, after the third seal attempt of the ima, the surgeon opened up the instrument's jaws and saw bleeding. The surgeon grasped the bleeding vessel with a fenestrated bipolar forceps instrument. The bedside team removed the endowrist vessel sealer instrument and inserted another fenestrated bipolar instrument instead of a grasper instrument that she had requested. The surgeon's intention was to seal the vessel again with an endowrist vessel sealer instrument and grasp the bleeding vessel with a grasper instrument. The csr mentioned to the surgeon not to activate energy when there were two bipolar instruments in at the same time. With both the fenestrated bipolar forceps instruments in place, the trocar on arm 2 had slipped off the patient's body wall. This resulted in loss of pneumoperitoneum. Secondary to that the surgeon could not see anything in the surgical field. The surgeon then decided to convert the robotic procedure to an open traditional surgical procedure to control the bleeding and complete the procedure. The surgeon stitched the ima vessel to control the bleeding. It was confirmed that there was no blood transfusion administered to the patient due to the bleeding. The csr could not quantify the blood loss during the surgical procedure; however, she did confirm that the surgeon stated, it was not a lot. The csr stated that the site had heard the audible tones from the erbe generator indicating that the sealing cycle was complete, and there was tissue effect seen. The surgeon mentioned to the csr that since the patient was obese, she believed that the vessel size may have been too big and might have been under tension.